Manufacturer narrative:
The request was part of the customer's internal investigation as to potential sources of water damage in the space above the ceiling of their sterile processing department (spd). The facility notified steris that the spd had been shut down for several days while the reported damage could be cleaned and building repairs were made resulting in postponed procedures. A steris service technician arrived onsite to test the function and operation the reliance 220l cart washer. Upon arrival, the technician did not observe any of the reported damage to the area above the ceiling. User facility personnel stated all repairs to the damaged area had already been made. Prior to making the requested repairs to the cart washer, the technician was unable to run any test cycles as all washers and sterilizers in the spd were turned off and disconnected from the utility lines. The technician replaced several components as requested by the user facility, but was unable to confirm if they actually required replacement, as the unit could not be tested. After all requested component replacements were made, the unit was reconnected and the steris technician was able to confirm that the unit was operating according to specification. The unit was installed in 2008 and is under steris service agreement. During preventive maintenance activities prior to the reported event, steris technicians had not observed any water damage to the space above the ceiling. Based on the observations by steris technicians and through follow-up discussions with user facility personnel, steris does not believe that the cart washer contributed to the reported water damage experienced by the facility. No additional issues have been reported.

Event description:
The user facility contacted steris requesting repairs to their reliance 220l cart washer.